Manufacturer narrative:
Reporter is a synthes employee. Part: 03.033.002-us, lot: 4l35719, manufacturing site: (B)(4), release to warehouse date: 26. July 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the radiolucent aiming arm/frn piriformis fossa (part # 03.033.002/ lot # 4l35719) was received at us customer quality (cq). The device was not received in its original packaging. A portion of the cam lock for radiolucent aiming arm was broken off. The cam lock is a sub-component of the radiolucent aiming arm. The rest of the cam lock is still attached to the arm. There are no defects with the body of the aiming arm. The overall complaint was confirmed as the device was returned broken. Dimensional inspection: dimensional analysis was not performed due to post-manufacturing damage. Document/specification review: the following drawings were reviewed: cam lock for radiolucent aiming arm, aiming arm ¿ asm ¿ piriformis fossa. Conclusion: the complaint was confirmed for the radiolucent aiming arm/frn piriformis fossa as the cam lock was broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the radiolucent aiming arm was shipped broken and the plastic locking latch was broken in the original package. There was no patient involvement. This report is for one radiolucent aiming arm/frn piriformis fossa. This is report 1 of 1 for (B)(4).